Manufacturer narrative:
To date, the patient is doing fine. The doctor performed a root canal tretament, apicoectomy and periodntal surgery for the patient. A ne device as placed for the patient. The product as not returned; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that two (2) patient had experienced unexpected teeth movement after placement with insignia single patient kit. This is the second of two (2) reports.